Event description:
It was reported by the user facility that a maxitherm lite blanket was found leaking onto the floor of the ICU while in use and that the temperature control therapy was interrupted. No reported injury to pt or user.

Manufacturer narrative:
On 11/06/06, csz received a box of some blankets from the user facility. Two of the blankets appeared to have light welds. The unused blankets were placed on water test. No leaks or other failure was observed. No similar incidents had been reported from the field. CAPA was opened to further review the light welds. On 11/28/06, csz received a medwatch report from the user facility regarding the aforementioned returned product. The user facility report indicates that there was a concern of electrical safety. Csz manufactures to current medical electrical standards and requirements with no risk of electrical hazard to the pt. On 12/07/06, csz received a medwatch report from the FDA regarding the same box of blankets returned on 11/06/06. These two reports appear to be two different events on the same day. The user facility was contacted and did confirm that since the time of day is stated different, it appears to be two separate events. These events appear isolated to this user facility. To-date, these are the only reported incidents of this type. The defect rate for the maxi-therm lite has histroically been low (<.02%) and is currently at 0.06% for calendar year 2006. Csz is reviewing the manufacturing process for any necessary corrective and preventive action.